Event description:
Reporter indicated that the pt had a fall and subsequently, normal and system diagnostic testing resulted in dcdc code of 7. It was reported that the x-rays assessment revealed no visible breaks in the lead. Additionally, the pt did not feel stimulation even after changes were successfully made to the device settings. Further, the generator has been turned off.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.